Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella cp support and after the implant there was purge pressure low alarms. Staff tried de-airing and replacing the purge cassette to no avail. The purge side arm was noted to be leaking at the junction between the red plug and purge filter. The pump was explanted, and no patient harm has been reported.

Manufacturer narrative:
The investigation for purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issue could not be determined.